Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
The customer reported a ventilator with no display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The ventilator was evaluated and the graphic user interface printed circuit board and backlight inverter printed circuit boards were replaced. The ventilator passed self-testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.